Manufacturer narrative:
Updated g3a. Updated h6: replaced f24 with f1205 and f2303. Replaced c21 with c19. Replaced d16 with d15. A review of the manufacturing records indicated the lot met all the pre-release specifications. This complaint was initiated based on information received through imedidata database and email alert. The reported information indicates a potential adverse event of transient ischemic attack (tia) occurred. Evaluation of the information entered in the imedidata, as well as information provided by the site via email, confirm tia but no additional information regarding the cause of tia or imaging are available. The device itself remains implanted. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore on december 4, 2025, from the medidata study database and email. On (B)(6) 2025, the patient underwent the reintervention of an open surgical procedure to treat aneurysm from dissection (false lumen dilatation) on the thoracic aorta using three gore® tag® thoracic branch endoprosthesis, one in aortic arch and two in the brachiocephalic (innominate) artery. The gore® devices were successfully deployed with the gore® dryseal flex introducer sheath. On (B)(6) 2025, the patient experienced transient ischemic attack (tia) with left-arm-lift weakness after neurological examination following surgery but symptoms completely resolved. As reported by the clinical site, the patient received conservative treatment. The patient was discharged in good general condition.

Manufacturer narrative:
C1: heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. D10: concomitant medical products: gore® tag® thoracic branch endoprosthesis (sn: (B)(6), gore® tag® thoracic branch endoprosthesis (sn: (B)(6)), and gore® dryseal flex introducer sheath. The patient referenced in this event file is enrolled in the tgr23-02tb together aortic registry and information regarding this event was gathered from the imedidata rave clinical study database (csd). The database entries were reviewed and the provided information was captured in sections 2 and 3. The investigation is ongoing. Preliminary results are not yet available. The production history review is pending. An imaging investigation will be done if made available. All findings will be shared in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.